Event description:
It was reported the omnicurve peak sheath broke off in the patient but was able to be removed. There was no medical intervention, no adverse consequences and no clinically significant surgical delay.